Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: promus premier ous mr 24 x 2.5 stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage with struts on the first row slightly raised. The bumper tip of the device showed signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination found the inner with a rippling affect measuring 18mm in length from the proximal bond site in a proximal direction. This type of damage is consistent with resistance between the guidewire and the device. There was no issue inserting the pigtail mandrel 0.015¿¿ which is larger than the recommend 0.014¿¿ guidewire. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-apr-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous circumflex artery. Following predilatation, a 24 x 2.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion due to angulation. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed distal stent damage.